Event description:
It was reported that the patient experienced difficulty inflating an inflatable penile prosthesis (ipp) leading to a surgical intervention. The physician suspected a pump malfunction, however upon pump isolation the ipp worked without any issues. During the procedure no bubbles or fluid leaks were identified. The tubing was seen to be too long, causing it to wrap around itself and get kinked. The physician shortened the tubing, reconnected it and secured it so the tube would not twist. There were no further patient complications.